Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g4; h2; h3; h4; h6. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: unknown, item name: unknown mini baseplate, lot number: unknown. Item number: 115310, item name: comprehensive reverse shoulder glenosphere, lot number: 164650. Item number: unknown, item name: unknown bearing, lot number: unknown. Item number: unknown, item name: unknown stem, lot number: unknown. Item number: unknown, item name: unknown tray, lot number: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03774. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for shoulder revision due to disassociation. Surgery has not occurred to date. Attempts have been made and no additional information is available at this time.